Event description:
The doctor was using an endogia stapler and it malfunctioned after firing. A second endogia stapler was introduced to the field and broke upon unlocking the stapler. Another device was introduced to the field and the procedure was completed as planned with no harm to the patient. Manufacturer response for staple, implantable, endo gia ultra (per site reporter). Device will be returned for failure analysis. Any further correspondence will be shared. Manufacturer response for staple, implantable, endo gia ultra (per site reporter). Device will be returned for failure analysis. Any further correspondence will be shared.